Manufacturer narrative:
An event of occluder prematurely released from the delivery cable and migration or expulsion of device was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The imaging confirmed the suboptimal location of the device that led to attempts to remove it; however, it does not shed light on why the device may have prematurely released from the delivery cable. Based on the information received, the cause for the reported event of prematurely released device could not be conclusively determined. The reported unexpected medical intervention and hospitalization was a result of case-specific circumstances as the device was snared and removed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer talisman delivery sheath to close the patent foramen ovale (pfo) tunnel. The patient experienced a stroke 3 days prior to the procedure and had a low ejection fraction of 25-30%. The secundum was measured at 7mm. The pfo tunnel was measured at 12mm. The pfo width was measured at 10mm. The 30-25mm sized device was selected based of the aneurysmal septum and measurement of the defect. The cable connection was checked during device preparation. During implant it was noted that the occluder prematurely released from the delivery cable when a slight counter-clockwise turn was done to sit the right atrial disc on the secundum more optimally. It was initially observed on intracardiac echocardiography (ice) that the device was seated correctly, however soon after the right disc of the device slid off the secundum of the septum and was sandwiched in the pfo tunnel where it remained stable. An attempt was made to re-attach the delivery cable to the end screw on the occluder but was unable to. The decision was made to re-snare the device. After an hour of attempting to re-snare the device via two transcatheter snares, the device was unable to be retrieved. After examining fluoroscopy and intracardiac echocardiography (ice) the decision was made to convert the patient to surgery to remove the device. A sternotomy was performed and the device was removed from the patient. The pfo tunnel was then able to be stitched closed due to available tissue. A bubble study was performed with a negative result. The right atrium was closed and a cardioversion was performed before the patient's chest was sutured closed. The patient was transferred to the intensive care unit (ICU). The patient did not present with any clinical signs or symptoms during or after the procedure. The patient status was stable.